Event description:
It was reported that the patient received inappropriate shocks. Review of the electrograms showed noise consistent with a damaged lead. The physician opted to monitor the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.